Event description:
Bupivacaine onq pump cb004 set up and initiated at approximately 14:00 to infuse at 10ml/hr for 55 hours and end at 23:00 2 days later. Upon speaking to patient, the pump emptied early in the morning estimated at 01:00. No side effects or symptoms of local anesthetic systemic toxicity (last). Nurse manager informed.